Event description:
This patient suffered a periprosthetic fracture where a gap plate and 3 dall miles cables were implanted around an unknown stem which was not explanted. The sale rep discovered upon revision of gap plate, dall miles cables, head and definition stem, that the previous procedure to repair the periprosthetic fracture was first believed to be a competitor hip construct and therefore was not reported.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown definition stem. Additional information has been requested and if received, will be provided in the supplemental report.